Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose levels increased from "7.0 mmol/l - 9.0 mmol/l" to 35.0 mmol/l on an unknown blood glucose monitor. The patient had symptoms of weakness and a headache. The patient was treated with gemodez at the hospital and she was admitted until (B)(6) 2018. The infusion device cannot be returned for legal and customs issues.